Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that after the patient¿s ins was implanted, they had to charge the ins twice a day. The patient was told by a manufacturer representative that they could probably go for 24 ¿ 48 hours. The patient reported that the ¿number started to not change for a long time.¿ the patient clarified that the ins seemed to stay at 100% almost forever. The patient reported that the charge level eventually started to change more frequently. It was reported that the patient programmer (pp) showed that the pp battery was at 100% and the ins battery was at 90%. It was reported that the patient¿s settings had been changed. The patient reported that at first, they had been on a different type of program that wasn¿t working for them. The patient had the program changed and felt tingling and their balance was off. The patient reported that a manufacturer representative reprogrammed the patient so that they no longer felt the tingling and no longer had balancing issues. The patient reported that they are currently on program a at 8 ma and it was comfortable. The patient reported that they had sudden pain about a week and a half ago during thanksgiving. The patient clarified that the pain is more like discomfort. The patient was scheduled to see a manufacturer representative the following wednesday. No further complications are anticipated.